Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.0 diopter intraocular lens (iol) was explanted from the patient¿s left eye due to flickering lights dysphotopsia and mechanical complication of the iol. Patient started to complain post-op day one. At explant the incision was enlarged to remove the lens from the eye. The patient's visual acuity (va) pre-operative: 20/50 va day one: 20/400 and va day 13: 20/25 thru follow-up the customer confirmed that the patient is doing well and there are no additional details to describe the mechanical complication. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 2/19/2020. Device evaluation: the product was returned to the manufacturing site for evaluation on february 19, 2020. The lens was returned in a plastic bag and inside a sample container. Visual inspection was performed under microscope magnification. The lens was observed cut into pieces that could be related to the explant process. Due to the conditions in which the sample returned, and the information provided the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed two additional complaints were received from this production order, no product deficiency was identified in either investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review it was observed that in the initial medwatch although the event was captured as an explant; (B)(4), explant was inadvertently not included. The patient code has now been provided in this supplemental filing. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.